Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforced tube size 8.0mm. Customer complaining:" the user was not able to deflate the cuff. It was found at cuff before use. It looks as if the inflation lumen was squashed at the point where the cuff was bonded to the main tube."

Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (bz)(4). This is related to (FDA audit-observation #7 from (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove an endotracheal tube whose balloon cuff had failed to deflate. If forcibly removed with the cuff fully inflated, the patient may suffer a serious harm. Reported to the FDA on (B)(4) 2013.